Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It was indicated that the patient entered bg values outside the 40¿400 mg/dl (2.2¿22.2 mmol/l) range, which is misuse of the device. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024 around 3:00 pm, the patient reported experiencing a severe hypoglycemic event. Although the cgm displayed a reading of 90 mg/dl, the patient developed symptoms consistent with hypoglycemia, including shakiness, lightheadedness, and excessive sweating, particularly behind the knees, which the patient identified as a personal indicator of low glucose. To verify her glucose level, the patient performed multiple fingerstick bg measurements, all of which reportedly measured 20 mg/dl. Shortly thereafter, the patient lost consciousness. The patient¿s husband contacted emergency medical services (ems), and upon arrival, ems obtained a fingerstick bg of 17 mg/dl. Ems initiated intravenous access in both arms and administered d50 (dextrose). The patient remained unconscious for approximately four minutes before regaining consciousness and was subsequently transported to the hospital. Upon arrival, the patient¿s glucose levels remained difficult to stabilize. The patient was initially treated with d10 (dextrose) on a general medical floor for approximately 24 hours; however, glucose levels remained unstable. The patient¿s endocrinologist subsequently transferred her to the ICU for more intensive management, including hourly glucose monitoring and treatment with d50. The patient remained hospitalized in the ICU for approximately 17 days before being discharged. The patient reported having a severe glycemia-related form of diabetes and stated that she has not experienced any ongoing issues with the cgm sensor since the event but continues to require frequent glucose monitoring due to her unspecified underlying condition. It was noted that the patient was not connected to an insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.